Event description:
It was reported that the patient underwent a trial placement on (B)(6) 2010. Two leads were implanted subcutaneously. The patient was seen post operatively to program the stimulator and train the patient on the patient programmer. The patient was not able to feel stimulation, impedances were all >10,000. The doctor was no longer in the hospital at the time. The doctor asked the patient to come be seen at the clinic. On (B)(6) 2010, the patient was seen in the clinic. The snap lid was opened, the connections on the leads wiped and cleaned twice, then he ensured they were sitting in the snap lid correctly. Impedances were still off. The physician then tried another snap lid, but the same thing happened. It was verified that the leads were placed the correct way around. The leads were then removed from the patient. The patient was going to need to be re-trialed. It was unknown when or if this would happen.

Manufacturer narrative:
(B)(4).